Event description:
While changing modes of ventilation, the ventilator turned off. The pt was bagged and switched to another ventilator. The ventilator was removed from service and sent to biomed for evaluation.